Manufacturer narrative:
The sureform 60 stapler instrument was received and failure analysis found the instrument to have the snake wrist cover torn. The tears measured roughly .1940"- .4310". Visual inspection displayed signs of missing fragments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted anterior resection procedure, a rubber piece from a sureform 60 stapler instrument was found to have fallen inside the patient. The fragment reportedly fell during removal of the instrument. The surgeon did not identify a specific cause for the issue. The fragment was successfully retrieved during the same procedure, and it was visually confirmed that the fragment matched the broken part of the instrument. No additional surgical procedure was required, and no post-operative tests, such as x-rays or ultrasounds, were conducted to check for remaining fragments. The procedure was completed robotically without the use of a backup instrument. There were no injuries to the patient, and no post-surgical complications.

Manufacturer narrative:
The sureform 60 stapler instrument has not been received a for failure analysis evaluation.